Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double roller pump 85. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 double head pump alarmed and displayed an error message immediately upon starting up during priming. There was no patient involvement. The distributor investigated the device on site and traced the problem to the motor control board. The board was replaced and subsequent testing did not identify any further issues. The replaced board was returned to sorin group (B)(4) for further investigation. Visual inspection did not identify any abnormalities or defects. The returned device was functionally tested and was found to be working according to specification. The supply voltages and pwm signals were evaluated and no issues were identified, and temperature testing in a climate chamber was also unable to reproduce the reported issue. As the issue could not be reproduced, a root cause could not be determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the s5 double head pump alarmed and displayed an error message immediately upon starting up during priming. There was no patient involvement.